Manufacturer narrative:
Reported defect: unilateral deflation of the left breast implant. Condition of product: no product was returned. Background of the surgery: original surgery was performed by dr. In the yrs between 1998/1999 using hutchison 380 saline-fill implants that were filled to an unk volume. (Original file has been destroyed by dr.) In 2007, the pt visited dr's clinic in regards to a suspected deflation of the left breast implant. The pt underwent unilateral replacement surgery six days later. The implants were replaced with mentor 475cc devices that were filled to the volume of 500cc. Conclusion: no conclusion can be drawn. As no product was returned or lot number provided it has not been possible to perform a product inspection or review of the product history sheet (mr004) to confirm if the product was mfg within spec.